Manufacturer narrative:
The zoll console in complaint was returned to zoll on 02/09/2016 for evaluation/investigation. However, the evaluation/investigation is still in progress. A supplemental report will be filed when investigation has been completed.

Event description:
It was reported that the ivtm thermogard (s/n (B)(4)) displayed a tcmid: 02 (error meassage related to compressor malfunction). There was no report of patient involvement during this event. No additional information provided.

Manufacturer narrative:
Thermogard xp ivtm console (s/n (B)(4)) was not returned to zoll. However, the console was evaluated at the customer site. Visual inspection of the console found the air filter heavily clogged and a burned spot was observed in the jp22-connector of the pic-16 wire harness. A review of the event log was performed and found many tcmid:02 (ce danfoss error) error message in event log files thus confirming the reported complaint. The customer reported complaint of the console displaying tcmid:02 was confirmed through review of the event log and was attributed to the compressor getting stuck and the voltage going down due to a broken wire harness. The root cause for break in the wire harness was the heavily clogged air filter causing the system to overheat resulting in a burned spot in the jp22 connector of the wire harness. After replacing the clogged filter and broken wire harness, the console passed all testing criteria.